Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the morning after the implant, the right atrial (ra) lead had dislodged and was stimulating the ventricle. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.